Manufacturer narrative:
Concomitant therapies: juvéderm® voluma¿ with lidocaine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, pain, heat, and flushing, inflammation, inflammatory reactions, and uncomfortable are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events a review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Company representative reported on behalf of the healthcare professional who noted they injected a patient with 2.0 ml of juvéderm® voluma¿ with lidocaine in the cheeks, 2.4 ml of juvéderm® volift¿ with lidocaine in the jaw, and 1.2 ml of juvéderm® volbella¿ with lidocaine in the tear troughs and lips. 10 days later, the patient presented ¿edema, pain, heat, and flushing¿ on the left side ck1-ck2-ck3. Patient also experienced edema on the right side as well. Healthcare professional described that the patient ¿[presented] with inflammation in the face due to periosteal damage.¿ patient was treated with intravenous ciprofloxacin with clindamycin for 2 days, dexamethasone for 2 days, and application of 0.8 cc of hyaluronidase. Symptoms have not yet resolved. Healthcare professional initially indicated the events are not related to the device; it was noted ¿inflammation due to damage at the periosteum level¿ was the probable cause of the events. Further information received from the healthcare professional shows the complaint is for juvéderm® voluma¿ with lidocaine only; all events occurred at the juvéderm® voluma¿ with lidocaine injection sites. Patient¿s initial diagnosis was indicated as ¿divergence on the facial aesthetic due to ptosis, expression lines (static and dynamic).¿ patient is allergic to penicillin and has a history of acne, herpes, and cellulite. Additional information received from the healthcare professional revealed ¿patient still presents inflammatory reactions despite the fact that hyaluronidase was already injected to destroy the existing hyaluronic acid in all injected areas.¿ healthcare professional is ¿uncomfortable¿ because ¿it is already a month after the incident and [the patient] continues with these reactions.¿ the area where it is most inflamed was injected with juvéderm® voluma¿ with lidocaine. Currently considering the events related to the juvéderm® volift¿ with lidocaine and juvéderm® volbella¿ with lidocaine. Patient is currently being treated with unspecified antibiotics. This is the same event and the same patient reported under MDR ID #3005113652-2017-01609 and MDR ID# 3005113652-2017-01734. This MDR is being submitted for juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
The events of ¿biofilm¿ and "multiple changes in volume in the areas where the products were applied¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed.

Event description:
Additional information also noted that patient reported the adverse reactions have been ¿limiting [their] daily life, causing pain, and physical and psychological alterations.¿ a biopsy was suggested by consulting healthcare professionals, but the patient declined to have it performed. ¿pure hyaluronidase¿ was also suggested as treatment because the patient ¿could have been experiencing some adverse events to the excipients of the hyaluronidase used in [their country].¿ a ¿bulge, that generates pain¿ also appeared on their face. ¿asepsis, face antisepsis¿ procedures were carried out with alcohol and sterile gauze prior to the injections. It was also noted a ¿protocol for the treatment of biofilm¿ was initiated 7 days after symptoms first occurred. The ¿presence of nodulations¿ is still ongoing. Additional lab work was also performed, but results were not specified.

Manufacturer narrative:
The events of "cellulite events," "deformity and significant inflammation," "erythematous nodulations," "nodulations," "cramps, tingling, throbbing," and "insomnia" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "undesirable effects, induration or nodules at the injection site."

Event description:
Healthcare professional also reported the injection sites for juvéderm® voluma¿ with lidocaine were at the ck1, ck2, ck3, ck4, and ck5 areas; juvéderm® volbella¿ with lidocaine was injected in tt1, tt2, tt3 areas while the juvéderm® volift¿ with lidocaine was injected in the jw2, jw4, lp6, and temple. It was also reported the healthcare professional injected the patient with 2 syringes of juvéderm® voluma¿ with lidocaine, 1 syringe of juvéderm® volbella¿ with lidocaine, and 2 syringes of juvéderm® volift¿ with lidocaine. Patient¿s ¿evolution has been torpid and the patient continues to present cellulite events at the points of application.¿ it was also noted, ¿in each crisis, there is a deformity and significant inflammation at the application sites.¿ patient received treatment suggested by the medical consultants from allergan, but patient has ¿unfortunately presented an adverse reaction to ciprofloxacin, (tendinitis), which has remained despite having discontinued treatment¿ and did not show any improvement in the symptoms; patient also experienced ¿cramps¿ due to ciprofloxacin. ¿erythematous nodulations¿ and ¿nodulations¿ were also reported in numerous areas of the face including all injection sites, cheekbone, labial commissure, ¿start of scalp implantation,¿ and chin. It was also reported there was an increase in ¿cramps, tingling, and throbbing in areas where nodulations appear.¿ additional treatment also included prednisone, minocycline, and triancinolone with xylocaine. Minocycline was eventually discontinued due to ¿gastric problems.¿ patient currently has insomnia and is under psychological treatment due to the situation and has been prescribed clonazepam. Results of the extremity ultrasound revealed ¿fatty tissue with echogenic changes of heterogeneous aspect of 15 x 5mm, suggestive of focal inflammatory process,¿ ¿diffuse echogenic changes of the subcutaneous cellular tissue are observed in an extension of 25 x 45mm suggestive of focal inflammatory process,¿ ¿pseudocapsulated hypoechogenic image in 7 x 3mm fatty plane suggestive of inflammatory focus is observed,¿ and concluded ¿presence of multiple projected images in the subcutaneous cellular plane suggestive of inflammatory foci reactive to filler substance.¿